Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information have been unsuccessful. Since the valve has been implanted for 14 years, it¿s very unlikely that the issue is due to any potential manufacturing issue. From the information received the valve remained implanted. Without the reason of the potential intervention, the failure mode cannot be determined, no risk analysis review is required and no formal investigation is recommended. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient with this bioprosthetic valve, implanted 14 years, was being considered for a transcatheter valve-in-valve procedure. Two days later, an attempt was made to perform the valve-in-valve, however was not successful due to technical difficulties. The valve will be replaced at a later date. No adverse patient effects were reported. Attempts to determine the reason for replacement were not successful.

Manufacturer narrative:
Medtronic received additional information that the valve-in-valve was indicated due to severe aortic insufficiency. If information is provided in the future, a supplemental report will be issued.